Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representatives (rep) on 2017-oct-17. It was reported that the specific time frame of when the patient fell was unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient had reported the fall and lead replacement to the rep. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977a290 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6) 2017 product type lead product ID 977a290 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a previous fall which lead to surgery to replace leads on (B)(6) 2017. The date of the fall was unknown. No further complications were reported.